Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the malfunction had occurred due to the screen freezing. A field service engineer replaced the cable and all in one (aio) display to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system's screen had frozen. The customer reported that they were using another pyxis system to find medications for patients, and there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.